Event description:
The customer alleges back to back results of 15 mg/dl and 64 mg/dl on her meter. The customer did not seek medical attention but did reduce her diabetic medications when her blood glucose was low per her doctor's instructions. Controls were not run. Return requested and replacement was sent.